Event description:
A customer reported that patient had central islands in the left eye of a patient, after lasik surgery. There are multiple related reports for this event. This report addresses the patient initial md left eye and other manufacturer reports will be filed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Cas (clinical application specialist) was contacted but could not provide additional information as to whether the central island could be confirmed, or the root cause of the event. Latest preventive maintenance performed. System met specifications as per sir (service installation record). A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after the day of the treatment. Logfile review for the day of treatment shows no relevant error messages or warnings. During the start-up in the morning the system passed all initialization steps without any relevant deviation. The user finished the gas change, skipped the scanner test and performed the necessary energy, eye tracker and fluence test without any issue. The logfile shows six successfully performed treatments. The treatment could be identified in the logfile. The user performed energy checks before each patient. The treatment was performed without interruption and the eye tracker was activated during the treatment. No abnormalities or deviations can be detected in the logfiles which can contribute the reported issue. The root cause could not be determined conclusively with the provided information. The manufacturer internal reference number is: (B)(4).